Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the clear plastic around the reservoir lip ring was missing. The customer's blood glucose level was 228 mg/dl at the time of the incident. The customer stated that they were worried that the moisture might get in and make the insulin pump no longer water proof. The customer also stated that while using the insulin pump, it might get loosened despite being able to lock it in place temporarily. The customer stated that the belt clip was also broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.